Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information from the local area sales representative reported that the loss of capture did not result in asystole. The patient was ventricular paced 0%, therefore, did not rely on the pacing function of the lead. However, the physician chose to implant a new lead during the generator change out procedure.

Event description:
Boston scientific received information that right ventricular (rv) lead displayed pacing impedance measurements of 1,100 ohms, with intermittent capture at 6.5 v @ 1ms. An invasive revision procedure was performed and the rv lead was surgically abandoned and the device was explanted and replaced. No adverse patient effects were reported during the procedure.